Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history, and the fan was not running properly. The probable cause was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device with a s233 (over temperature-psc) malfunctioned alarm code. No information was provided; therefore, specific patient information pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 (overtemperature - psc) malfunction alarm code was noted in the device history. No additional information was provided.